Event description:
Pt was admitted for treatment of an emergency rupture of the (aaa) abdominal aneurysm. The components utilized were planned based upon the available devices. The main body graft was deployed a little lower than expected. Post angiogram noted a proximal type I endoleak at the infrarenal segment of the graft. A main body extension was deployed proximally to resolve the endoleak. A distal type I endoleak was also detected during the angiogram, in the ipsilateral iliac leg graft. An iliac leg extension was deployed distal to the leg graft to extend the landing zone and achieve a seal of the vessel. Final angiogram noted a successful exclusion of the aneurysm. Please refers to 1820334-2004-00362 for additional info.